Event description:
It was initially reported by the pt's mom that the pt was admitted to the hospital as pt was having some difficulty breathing. She wanted her vns turned down by a physician. Pt was referred to her treating physician. F/u with the treating physician's nurse revealed that the pt has sleep apnea and is been scheduled for a sleep study to find out the cause of the event. The site does not know the cause of the event at the moment. Device was checked and it showed everything working within normal limits.